Manufacturer narrative:
A site visit to the facility who reported this event was conducted by our firm. Roi cps, llc kits were observed from receiving through handling, storage, and use of the kits at the user facility with user facility staff present. The conclusions drawn and storage and handling recommendations to the facility are attached to this report for reference.

Event description:
Hole discovered in vented bag.